Event description:
It was reported the programmer needs repair. Follow-up information found that it had been given to the sales rep by an employee that is no longer with the company. A request to run diagnostics to figure out what was wrong with the programmer was made. No patient involvement or complications have been reported as a result of this event. The programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer would not power on. The power supply was out of electrical specification. (B)(4).